Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a loss of sensation due to unknown complications. The device was previously removed. There is no additional information available.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a loss of sensation due to unknown complications. The device was previously removed. There is no additional information available.